Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of november 02, 2023, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2023, and the day of adverse event reported at one day (pod1) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1310 captures the reportable event of "complicated uti." Imdrf impact code f08 captures the reportable event of "4-day admission."

Event description:
It was reported that a clear renal sheath was used for stone removal during a percutaneous nephrolithotomy (pcnl) procedure performed sometime in (B)(6) 2023. One day post-procedure, the patient developed a complicated urinary tract infection (uti), requiring a four-day hospitalization. Per physician's assessment, the event was serious, was possibly related to the device, and was probably related to the procedure.